Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 245 mg/dl and 115 mg/dl; 11 mg/dl and 131 mg/dl. The reported comparisons were performed on the same date. Test strips have been stored in the customer's truck. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Information received indicates one of the two brake casters is not holding when in brake.